Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Exploded - oral-b [device battery explosion] . Case narrative: consumer via phone stated that the oral-b toothbrush exploded. No injury was reported. 01-feb-2023 follow up via image: the suspect product lot was n2820. No injury was reported.